Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they have put 3 or 4 batteries in the insulin pump but it won't come on. Customer stated that the incident occurred last week as well but the pump did come on. Caller stated that he doesn't see any damage and after inserting a new battery, the display did not return. Troubleshooting was performed and the caller stated that the display did not return after inserting the battery correctly. The caller was advised to have the customer discontinue use of the pump and to revert to a back-up plan. Caller was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. The pump was monitored and no blank display anomalies were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.